Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during routine use, the vascular catheter was accessed for bloodwork (red lumen) in the pediatric ICU (intensive care unit). Upon aspiration, blood was found leaking from the soft plastic lumen at the point where it meets the blue hard plastic piece. The vascular catheter was flushed and re-clamped above the site. Best practices recommended repositioning the clamp periodically to prevent material fatigue; however, individual nursing practices varied. The specific practice followed in this case was not confirmed. The catheter had been in place for 10 days at the time of the event. Tego was not routinely used in general, but it was not specified whether it was utilized in this case. There were no other defects or damages found on the product. The catheter was removed. There was an unspecified amount of blood loss. This created a negative impact for the patient, who had to undergo another procedure to have the line replaced. No further action was taken to resolve the issue. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the vascular catheter was accessed for bloodwork (red lumen) in the pediatric ICU (intensive care unit). Upon aspiration, blood was found leaking from the soft plastic lumen at the point where it meets the blue hard plastic piece. The vascular catheter was flushed and re-clamped above the site. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during routine use, the vascular catheter was accessed for bloodwork (red lumen) in the pediatric ICU (intensive care unit). Upon aspiration, blood was found leaking from the soft plastic lumen at the point where it meets the blue hard plastic piece. The vascular catheter was flushed and re-clamped above the site. Best practices recommended repositioning the clamp periodically to prevent material fatigue; however, individual nursing practices varied. The specific practice followed in this case was not confirmed. The catheter had been in place for 10 days at the time of the event. Tego was not routinely used in general, but it was not specified whether it was utilized in this case. There were no other defects or damages found on the product. The catheter was removed. No further action was taken to resolve the issue. There was an unspecified amount of blood loss. The event created a negative impact for the patient. There was no reported patient outcome.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a cut in each extension tube where it met the venous and arterial luer adapters, which led to a leak. It was reported that there was a leak on the extension tube at or near the luer adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the tubing is clamped too close to the luer adapters. Clamping the extension tube close to the luer adapter can cause excess stress on the extension tubing, which can lead to breaks/leaks in the tubing where it connects to the luer adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the vascular catheter was accessed for bloodwork (red lumen) in the pediatric ICU (intensive care unit). Upon aspiration, blood was found leaking from the soft plastic lumen at the point where it meets the blue hard plastic piece. The vascular catheter was flushed and re-clamped above the site. Best practices recommended repositioning the clamp periodically to prevent material fatigue; however, individual nursing practices varied. The specific practice followed in this case was not confirmed. The catheter had been in place for 10 days at the time of the event. Tego was not routinely used in general, but it was not specified whether it was utilized in this case. There were no other defects or damages found on the product. The catheter was removed, and no further action was taken to resolve the issue. There was an unspecified amount of blood loss. There was no reported patient outcome.

Event description:
According to the reporter, the vascular catheter was accessed for bloodwork (red lumen) in the pediatric ICU (intensive care unit). Upon aspiration, blood was found leaking from the soft plastic lumen at the point where it meets the blue hard plastic piece. The vascular catheter was flushed and re-clamped above the site. The catheter had been in place for 10 days at the time of the event. Tego was not routinely used in general, but it was not specified whether it was utilized in this case. There were no other defects or damages found on the product. The catheter was removed, and no further action was taken to resolve the issue. There was an unspecified amount of blood loss. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a cut in each extension tube where it met the venous and arterial luer adapters, which led to a leak. It was reported that there was a leak on the extension tube at or near the luer adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the tubing is clamped too close to the luer adapters. Clamping the extension tube close to the luer adapter can cause excess stress on the extension tubing, which can lead to breaks/leaks in the tubing where it connects to the luer adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.